Event description:
It was reported that, following a rezum procedure, this patient experienced severe pain, bleeding, and prostate spasms for approximately two months. The catheter inserted following the procedure was removed in the emergency room two weeks later due to pain. The pain was treated with oxycodone and he was bedridden. Subsequently, he developed bilateral pulmonary embolism and cardiac issues. Approximately three months after the procedure, he is still experiencing incontinence and increased urinary urgency at night.

Manufacturer narrative:
Event date estimated based on reporter comments regarding twelve weeks.

Manufacturer narrative:
B3: event date estimated based on reporter comments regarding twelve weeks. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, following a rezum procedure, this patient experienced severe pain, bleeding, and prostate spasms for approximately two months. The catheter inserted following the procedure was removed in the emergency room two weeks later due to pain. The pain was treated with oxycodone and he was bedridden. Subsequently, he developed bilateral pulmonary embolism and cardiac issues. Approximately three months after the procedure, he is still experiencing incontinence and increased urinary urgency at night.